Manufacturer narrative:
This event did not involve a malfunction of the passy-muir valve. The user failed to follow the manufacturer's instructions stating that the tracheostomy cuff must be completely deflated when the passy-muir valve is placed. The state investigator determined that the cause was negligence of the health care facility. As the manufacturer of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, patient handbook, and caution labels. The caution labels are brightly colored and designed to be placed on the tracheostomy tube pilot line where the cuff is inflated and deflated as well as at the bedside and patient chart.

Event description:
The company became aware of a news article (www.kstp.com) titled "stillwater facility found negligent in resident's death". The article referenced an incident at a nursing home in (B)(6) involving an unspecified speaking valve product. The company contacted the (B)(6) department of health which provided a report that indicated the speaking valve involved in the incident was the company's product. The conclusion in the report provides that based on a preponderance of evidence, neglect occurred when the caregiver failed to follow the physician's orders for tracheostomy care and the facility did not provide training. The caregiver blocked the patient's tracheostomy with a speaking valve, which prevented air from moving out of the resident's lungs. The caregiver inflated the balloon around the tracheostomy tube, which prevented air from entering the resident's lungs. The resident went into respiratory distress, and later died.